Event description:
The guidewire embolized and migrated to the pt's pulmonary artery, could not remove, had fibrosed. Was a long term s/l catheter. No other info known, was reported by medical services.